Manufacturer narrative:
(B)(4). The return of the incident device has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the device is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, the doctor tried to turn the output up but generator would not respond. Nothing wrong was found with connection of pad/needle. The procedure was aborted. The needle was already inserted into the pt at the time of the event so the procedure was aborted after needle was removed. No pt injury occurred.